Event description:
It was reported that the patient presented to the clinic after experiencing syncope. It was noted that the right atrial lead exhibited loss of capture. Programming changes were made, and X-ray was performed. The patient was in a stable condition.